Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy. It was also reported that patient experienced movement of the ipg and lead migration. As a result, surgical intervention was undertaken in 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown.